Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer attempted to load three new cartridges, but was unable to due to a message. Contact stated the customer reused an old cartridge to successfully complete load. During follow up with tandem technical support, it was identified that the customer received an alarm 19 during load. The contact stated that no further issues since reported event. There was no impact to the customer's blood glucose level.